Event description:
It was reported that the patient was admitted to the hospital and was experiencing shortness of breath. The atrial lead exhibited intermittent losses of capture and sensing. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.